Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying floor wide signal loss. No harm or injury occurred. The customer also reported that this instances of signal loss would last for a "long time". Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying floor wide signal loss.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying signal loss floor wide. No harm or injury occurred. Investigation summary: on-site support was sent to the customer to resolve the issue. Spectrum analysis found a noise floor received signal strength index (rssi) of 10. 6db of attenuation was added to reduce the rssi. No further issues were reported. The complaint history review of pu-621ra serial 884 and the customer account reveal no additional complaints relating to signal loss. It is likely that the troubleshooting performed during on-site support resolved the issue. The root cause is likely to be related to environmental factors due to noise found with spectrum analysis.

Event description:
The customer reported that the central nurse's station (cns) was displaying signal loss floor wide.